Event description:
It was reported the patient¿s stimulator helped for a few months after implant. The patient had interstitial cystitis. Their pain got worse and their bladder was removed. The patient wanted to have the stimulator explanted for an unrelated MRI. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v417276, implanted: (B)(6) 2010, product type: lead. (B)(4).